Manufacturer narrative:
D3 - manufacturing plant address, state, and zip code corrected. One device was received for evaluation. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the expulsor. As a result, the expulsor, valves, and foam were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not pass the flow test during preventive maintenance. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.